Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the balloon could not be deflated. The surgeon punctured the balloon to remove. The proceudre was converted to open to complete. The pt status is satisfactory.